Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) (transfer set), is related to case with patient identifier (B)(6) (adapter).

Event description:
It was reported that insulin leaked from the adapter and the infusion tubing of the infusion set. The patient experienced elevated blood glucose levels. No adverse event was reported. The device lot number was not provided. Return of the suspect device was requested for evaluation.